Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0usw3, implanted: (B)(6)2015 product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The family of the patient reported that the patient experienced uncomfortable stimulation, "it's poked her all day" and the punching feeling was in the vaginal area which was sudden. The device was set at 2.0v and even at 1.80v it was too high for the patient. There were no trauma/falls reported that could be related to the issue and no urinary tract infection (uti) either. The patient decreased stimulation amplitude to 1.70v in program 4 and it eliminated the uncomfortable stimulation. The patient had 50% relief from incontinence, but still leaked since implant. The event occurred during product use and the indication for use was gastrointestinal/pelvic floor.